Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced episodes of hyperglycemia with continuous glucose readings out of range for several hours, peaking at 302 mg/dl, despite meal announcements and a recent infusion site change, and no alarms or alerts were reported. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education regarding device use and optimization. Investigation of this case revealed no specific device malfunction identified and that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with cause undetermined and no device-related adverse health effects identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.